Event description:
It was reported that catheter fracture occurred. The 85% stenosed with 37mm in lenght and 2.74mm vessel diameter target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. An opticross imaging catheter was selected for use, however, during the percutaneous coronary intervention the catheter was separated it was completely removed from the patient body by simply pulling out of the physician. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer; the sheath assembly was observed kinked in two places. No other damage was encountered upon visual inspection. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that sheath detachment occurred. The 85% stenosed with 37 mm in length and 2.74 mm vessel diameter target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. An opticross imaging catheter was selected for use, however, during the percutaneous coronary intervention the catheter was separated it was completely removed from the patient body by simply pulling out of the physician. The procedure was completed with a different device. No patient complications were reported and the patients status was stable.